Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump have been returned and evaluated by product analysis on 01/16/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service issue was verified in the black box but not duplicated during the investigation. Review of black box data found multiple call service 064 alarms, an occlusion related alarm. Using test caps, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump casing was opened and no anomalies were found with the printed circuit board or the motor assembly/connector wire.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump alarmed for cs064 multiple times at random. Review of use techniques indicated the instructions for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.